Manufacturer narrative:
PMA/510(k) #: p100022. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations, fractured. The stent was crossed successfully and covered with a viabahn stent."

Event description:
As reported to customer relations, fractured. The stent was crossed successfully and covered with a viabahn stent." FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. A viabahn was required after the stent fractured.

Manufacturer narrative:
PMA/510(k) #: (B)(4). Device evaluation: a number of attempts have been made to obtain additional information. However, at the time of the investigation, a response had not been received. Should any of the requested additional information or imaging become available to cirl for review in the future, the file will be updated accordingly. The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that stent strut fracture is listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest that the customer did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions and location of the stent within the patient¿s anatomy. If the stent coursed underneath the inguinal ligament or if it was placed at the location of the knee or hip joint, it is possible that the stent fractured as a result of fatigue from excessive compressive forces from the ligament pressing lying across the stent and/or from knee or hip flexion. The patient¿s pre-existing conditions are not known but it is possible that excessive force from a difficult patient anatomy may have also caused and/or contributed to the stent fracture. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the fractured stent was successfully crossed and covered with a viabahn stent. From the information provided it is known that the patient developed restenosis as a result of this event. Complaints of this nature will continue to be monitored for potential emerging trends.